Event description:
Medtronic received information regarding a patient who had a small ph2 or ph1 hemorrhagic transformation after a thrombectomy procedure to treat ischemic stroke in the middle cerebral artery (mca) m2 segment. A solitaire x device and react-71 catheter were used in the procedure on (B)(6) 2022. There were no intra-operative issues or device malfunctions reported. Pre-procedure mtici was 0 and mtici of 3 was achieved with the procedure. Nihss was 4 and mrs was 0. In the 24-hour post-operative CT imaging on (B)(6) 2022, the hemorrhagic transformation was seen. Site assessment and medtronic study sponsor assessment determined the event was possibly procedure related and probably related to the patient disease under study. The device was not related to any medtronic device deficiency. The event was not life-threatening and did not require additional intervention. However, the patient's hospitalization was prolonged. The event outcome was noted to be resolved on (B)(6) 2022. Ancillary device: embotrap ii 5x33 stent retriever.

Manufacturer narrative:
Only the patient birth year (B)(4) was reported. Therefore, only the year of the reported birthdate is valid. Associated with rr #: 2029214-2022-01041. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the mrs score: 2.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported site queried for a possible adverse event for vascular access site hemorrhage. Would be possibly procedure related.

Event description:
Additional information received reported no new hospitalization.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received indicated correction that the reported adverse event was first noted in follow up magnetic resonance angiography (mra) on 28-may-2022. The hematoma/subarachnoid hemorrhage (sah) was observed in the right sylvian fissure.

Manufacturer narrative:
B3. Event date updated based on additional/corrected information received. B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.